Manufacturer narrative:
The device intended to be used in treatment has been returned and evaluated stablishing a relationship with the reported event. The visual evaluation found no issues. The functional evaluation found no defects. Probable cause include kinks leaks and blockages ,the IFU offers further guidance. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported that during npwt, a renasys touch device detected a blockage warning even though there was no sign of blockage. Problem was solved by changing to a new renasys-f medium foam kit. No patient injury reported.